Manufacturer narrative:
Neither the curved tip stapler 30 instrument nor the stapler 30 reload will not be returned to isi for evaluation; therefore the root cause of the customer reported intra-operative bleeding cannot be determined. A follow up MDR will be submitted if any additional information is received. The sites system log review confirmed that the curved tip stapler 30 instrument was used in a subsequent procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted lobectomy procedure, the patient allegedly experienced bleeding from a pulmonary vessel that required pressure to be applied to resolve the issue. The surgeon did not allege any malfunction of the stapler 30 curved tip instrument or the reloads. However, at this time, the root cause of the bleeding is unknown.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the surgeon fired the curved tip stapler 30 instrument on the pulmonary artery with a white stapler 30 reload. At that time "some bleeding" was observed on the pulmonary vessel. The bleeding was managed with pressure applied to the pulmonary vessel. The estimated blood loss was reported to be less than 100 ml. It was confirmed that there were successful fires with this instrument before and after the reported intra-operative complication reported. The surgeon did not allege any malfunction of the curved tip stapler 30 instrument or the stapler 30 reload. Review of the on-site log confirmed the curved tip stapler 30 was used in a subsequent procedure without any reported incident.